Event description:
It was reported that reflex variable, self-tapping screw had deviated beyond the plate postoperatively. The patient complained of throat discomfort. Revision surgery has not been planned, patient will wear a cervical collar for 6 months before consideration of additional treatment.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that reflex variable, self-tapping screw had deviated beyond the plate postoperatively. The patient complained of throat discomfort. Revision surgery has not been planned, patient will wear a cervical collar for 6 months before consideration of additional treatment.